Event description:
Information was received from the manufacturer¿s representative (rep) who reported the patient had an infection of either the neurostimulator or lead about a year ago, but they kept and capped the extension.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3387s-40, lot# va1n95j, implanted: (B)(6) 2018. Product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4): 10-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.